Manufacturer narrative:
Manufacturer's report date: 04/27/2011. (B)(4). The device is expected to be returned for investigation but has not been received yet. A follow up report will be submitted once the failure investigation is complete.

Event description:
Customer reported an under infusion of dopamine. Stated dopamine was infusing until (B)(6) 2011 at 1530 when it was turned off (the set remained in the pump with the door closed). On (B)(6) 2011 at 0400, the same dopamine infusion was restarted. The patient's blood pressure did not respond to the dopamine, an infusion of levophed was started and the patient's blood pressure stabilized. At 0830, the dopamine infusion pump module alarmed for kvo, the user entered a new vtbi and the infusion continued at 20 mcg (80 ml/hr). Approximately 2-3 hours later, the device alarmed for kvo and the user noted the dopamine bag was still full. The dopamine infusion was stopped, the door of the pump module was opened and the user noted the pumping segment of the IV set was fused together in the middle. The pc unit, pump module and IV set were replaced, the dopamine infusion was restarted and the patient's blood pressure increased to 180 systolic. No patient harm reported. The user reported the device alarmed for kvo only, denied any occlusion alarms occurred. Customer states no further patient/event information is available.